Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The check lines and bags alarm cannot be confirmed. The root cause is undetermined. The lot number is unknown; therefore a batch review cannot be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through CAPA/ncr (B)(4).

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) alarm situation check lines and bags alarm during prime. The home patient (hp) stated that she just called baxter and was told to disconnect the bag and connect another bag. The technical services representative (tsr) reviewed the prior call, and explained that baxter recommended the hp connect another bag to the other supply line. The tsr instructed the hp close the clamps and cycle the power. The hc went to press go to start. The tsr assisted the hp with getting the set out and explained the hp would have to start over with all new supplies. There was patient involvement. No patient injury or medical intervention was reported.